Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event; implant date; explant date. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted for part number: 222.256, synthes lot number: l032330: manufacturing date/release to warehouse date: 28 june 2016, manufacturing site: mezzovicco: the raw material certificate was reviewed and the used material was according to specification for implants for surgery. The device history record shows this lot of 11 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. X-ray was reviewed. Complaint of plate breakage could be verified from provided x-rays. A product investigation was conducted. A post-operatively broken locking compression distal femoral plate lcp-df 4.5/5.0 was returned for investigation. Implant was forwarded to the manufacturing site (synthes mezzovicco) and was checked for conformance to the specifications. The review of the device history record revealed that this lcp-df plate was manufactured in june 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is reported as stable after the revision surgery.

Manufacturer narrative:
Patient weight is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively a locking compression distal femoral plate (lcp-df) broke. Revision surgery has been performed. Concomitant devices reported: cable/wire (part/lot unknown, quantity unknown); screws (part/lot unknown, quantity unknown); cerclage fixation (part 281.002, lot l236081, quantity 1); cerclage fixation (part 281.002, lot l045788, quantity 1). This is report 1 of 1 for (B)(4).